Manufacturer narrative:
Insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to getting into swimming pool while still connected. Customer reported that as a result, there was fluid under display screen. Customer's blood glucose was 164 mg/dl. Customer was advised that insulin pump would need to be replaced.